Event description:
The lay user/patient contacted lifescan (lfs) on november 18, 2006 alleging high readings on his one touch ultra meter. A medical affairs specialists (mas) spoke to the patient on november 20, 2006 and obtained/verified the following information: the patient usually ony tests once a day; however, lately he has been testing 3-4x a day due to the elevated blood glucose readings. The patient has had his subject meter for less than 2 years. On the day prior to original date, the patient woke up and did not experience any symptoms. He tested his blood glucose and obtained a 78 mg/dl at 7:30 am. He ate breakfast, which consisted of oatmeal, toast and eggs. He then took his set amount of insulin 50 units of 70/30 insulin. At 10:30 am, he experienced dizziness and felt hungry. He tested his blood glucose and obtained a 194 mg/dl. Due to his symptoms, he ate an early lunch, which was a sandwich. He felt beter 1/2 an hour later. He did not test blood glucose after eating lunch. At 5:00 pm, he again felt dizzy and hungry. He tested his blood glucose and obtained a 190 mg/dl. The then ate dinner based on how he was feeling and felt better 1/2 an hour later. He took his set amount of insulin, 34 units of 70/30 before going to bed. On original date, he tested his blood glucose and obtained a 287 mg/dl with no symptoms. He ate breakfast and took his set amount of insulin. He then decided to contact lfs for assistance due to the elevated reading. The patient did not seek any medical attention or contact his physician for assistance. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The test strips passed using the control solution. Customer care advocate (cca) sent the patient a replacement meter and testing supplies. The complaint is being reported because the patient's symptoms (shaky and hungry) did not correlate with his meter readings. The symptoms were relieved after eating.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.